Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17798927) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported, the tip of the outback elite (120cm re-entry) broke off and it was free floating in patient, the physician had to snare it. Patient had surgery instead of percutaneous intervention and believe tip of outback was snared successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) with a total chronic occlusion (cto). The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the tip of the outback elite (120cm re-entry) broke off and was free floating in the patient. The physician had to snare it. The patient had surgery instead of percutaneous intervention. The tip of outback was snared successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) with a total chronic occlusion (cto). The device will not be returned for evaluation. One non-sterile outback elite 120cm re-entry catheter was received for analysis, along with a small plastic container with the separated nose cone of unit inside. Per visual analysis, the separated nose cone was inspected under the vision system and the eight rivets (welding points) in the unit were verified. No other anomalies were observed. The unit was reviewed by the pet and it was documented: the unit has evidence that the welding process was performed properly. Per microscopic analysis, the separated nosecone along with a welded nosecone sample provided, was inspected under vision system for comparison purpose and no anomalies were observed. The eight rivets (welding points) in the nose cone of the separated unit were verified to be aligned, alike the welding points in the nose cone comparison sample provided. No anomalies were observed. The router sheet verification confirmed that the unit passed the pull test. Functional analysis could not be performed due to the outer member separated condition of the nose cone of unit received. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter tip/distal tip-fractured/separated - in patient¿ was confirmed due to the separated condition of the nose cone on the unit received. However, the cause of the nose cone separation could not be conclusively determinate during the analysis. The unit has evidence that the welding process was performed properly. The nose cone of the unit verification showed that all the eight rivets (welding points) in the unit were placed on the correct position at a certain time. As per the instructions for use (IFU), which is not to be used as mitigation, the outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. Neither the phr review nor the product analysis suggest that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.